Event description:
It was reported that during internal carotid artery (ica) aneurysm coil embolization as the microcatheter was used to deliver the subject stent. After locating it, the microcatheter was slowly withdrawn to deploy the subject stent as the tip of the subject stent could be deployed and expanded. The operator continued to deploy the rest of the subject stent, and a big tension was encountered because of tortuous vessel. Therefore, the tip of the subject stent was migrated back together with microcatheter which made the distal of the subject stent was not able to cover the lesion. The subject stent and the microcatheter were withdrawn together and replaced with a new stent and microcatheter as the procedure was completed successfully without clinical consequences to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the stent delivery wire (sdw) was returned advanced through an sl-10 catheter and subject stent was noted to be partially deployed. The sdw was noted to be kinked/bent. The subject stent was noted to be deformed. The introducer sheath was not returned. During the functional testing, the sdw was advanced through the microcatheter, and the subject stent was successfully deployed without resistance/friction. The reported complaint was confirmed based on analysis. The subject stent device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject stent device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during an internal carotid artery (ica) aneurysm embolization case. The subject stent was used to assist the coil embolization. The sl10 catheter was used to deliver with a subject stent. After locating it, the operator withdrew the microcatheter slowly to deploy the subject stent. The tip of the subject stent could be deployed and expanded. The operator continued to deploy the rest of the subject stent and big tension was encountered because of tortuous vessel, tip of the subject stent migrated back together with microcatheter which made the distal of the subject stent not able to cover the lesion. So, the operator withdrew the subject stent and microcatheter out together and used new stent and microcatheter to finish the procedure. No impact to the patient. The subject stent device was returned for analysis, and it was noted that the sdw was kinked bent, the stent was deformed and there was, in fact, partial deployment noted. Although the reported 'stent migration inside microcatheter' and 'stent friction' could not be replicated in the analysis, they can be confirmed based on what was noted in analysis. The as reported 'stent friction', 'stent partial deployment' and 'stent migration inside microcatheter' as well as the as analyzed 'stent kinked bent', 'stent deformed' and 'stent partial deployment' can be confirmed and assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during internal carotid artery (ica) aneurysm coil embolization as the microcatheter was used to deliver the subject stent. After locating it, the microcatheter was slowly withdrawn to deploy the subject stent as the tip of the subject stent could be deployed and expanded. The operator continued to deploy the rest of the subject stent, and a big tension was encountered because of tortuous vessel. Therefore, the tip of the subject stent was migrated back together with microcatheter which made the distal of the subject stent was not able to cover the lesion. The subject stent and the microcatheter were withdrawn together and replaced with a new stent and microcatheter as the procedure was completed successfully without clinical consequences to the patient due to this event.